Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) may have delivered an inappropriate shock for atrial fibrillation (af) with rapid ventricular response that was detected as ventricular fibrillation (vf). It was also noted that the right atrial (ra) lead exhibited frequent undersensing on stored electrograms (egm). The crt-d and the ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.